Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the device's oxygen blending module board was observed. The oxygen blending module board was replaced to address the issue. The oxygen blending module board was returned to the manufacturer's product investigation laboratory for further evaluation. The technician confirms a faulty u19 sensor, and the sensor heater circuit is shorted to ground.